Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that moderate aortic regurgitation occurred. The patient was enrolled into the respond edge study and the index procedure was performed on the same day. Prior to index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin and other antiplatelet medication at the time of index procedure. No loading doses of antiplatelet medications were administered. A lotus introducer was placed, and the aortic valve was treated with balloon valvulopasty. No new conduction disturbance was noted post balloon valvuloplasty. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the 25 mm lotus edge valve involved complete re-sheathing of the 25 mm lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. In (B)(6) 2020, during the 1 year follow up visit, transthoracic echocardiogram revealed a mean aortic pressure gradient of 22 mm hg and left ventricular ejection fraction of 55 percent. Moderate aortic regurgitation was noted.